Manufacturer narrative:
Additional/updated information was added to reflect the cylinders being returned to the manufacturer for evaluation. However, they were unable to be tested due to no test fixture available, so the complaint could not be verified.

Event description:
Provider states when they come down off of a ramp the drive wheel are hanging up off the ground.

Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
Provider states when they come down off of a ramp, the drive wheels are hanging up off the ground.